Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: resource nurse. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the experienced an issue with the involved tr-band. The band was applied with success in the lab, releases were well underway, with about half of the instilled air already removed. The patent hemostasis was maintained until the point where 2xcc were removed, an arterial ooze ensued, air (10cc) was reinstalled into the balloon; however, hemostasis was not achieved. The band was removed and replaced with a new tr band (same size). There was no blood loss. The reported event did not result in patient injury and/or require did not medical or surgical intervention. Np equipment or other devices were used with the involved tr band.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band and inflator were returned for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or inflator. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. The operations quality engineer was notified about this issue and a non-conformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).